Event description:
It was reported that during a ptca procedure, the balloon of the liberte' monorail stent delivery system detached from the shaft under the stent. A snare was used to successfully retrieve it from the artery. The lesion being treated is unknown. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.